Manufacturer narrative:
We received one 131hf7 catheter with a limited volume monoject syringe and no packaging for examination. The reported event of balloon would not inflate was confirmed. The balloon inflated but would not remain inflated. Leak testing confirmed leakage between the inflation lumen and the distal lumen. An x-ray was taken of the backform and the x-ray confirmed an air bubble or void at the end of the distal lumen extension tube. A cut down was performed and the void was confirmed to connect the two lumens. The proximal lumen was found to be patent and did not leak. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon would not inflate during balloon testing before use. No patient complications were reported. Another catheter was used and worked successfully.